Event description:
On an unknown date in 2007 or 2008 it was reported that the patient presented with pain in his lower back and right leg. The doctor recommended surgery. On an unknown date in 2008, the doctor performed surgery in which rhbmp-2/acs was used and inserted rods, screws, and a prosthetic disc. Post-operatively, the patient complained of numbness in his right leg and right buttock area numbness, constant pain, fever, and a loss of flexibility. Patient underwent MRI and after reviewing MRI doctor recommended removal of hardware. Doctor performed a fusion on patient¿s neck in which rhbmp-2/acs was used. Post-operatively patient followed up with doctor as patient experienced constant numbness in his right leg, numbness in the back of his legs, pain in his right buttocks, pain in his back where the rods were placed, pain in his right foot, neck, and shoulder pain. Patient¿s pain was spreading to his left knee and leg. Patient is undergoing pain management.

Manufacturer narrative:
(B)(4). Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation. So, cause of event cannot be determined.